Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found a partial lead measuring 52.1 cm. An external abrasion was noted 40.0 to 40.6 cm from the connector pin consistent with friction to another device or feature of the patient's anatomy.

Event description:
This report is to advise of an event observed during analysis.